Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted the loading units were partially fired to the 3 cm line. The anvil clamping mechanisms were deformed. The anvils were bowed. The knife bar assemblies were buckled. Pmv performed functional testing which included the loading units was loaded into a pmv instrument for functional evaluation. The reload anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism . The first loading unit was applied to test media, and cycled without hesitation. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The second loading unit could not be cycled due to knife bar assembly damaged more than the first. Replication of the deformed anvil clamping mechanism condition may occur when firing over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size.¿ replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colorectal cancer radical correction procedure. The stapling devices were installed correctly. After half of the staples deployed, the stapler made some abnormal sound and the lever could not move forward. Another stapler and reload were replaced, but unable to fire. At last, turned to laparotomy procedure to continue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.